Event description:
Multiple reported peripherally inserted central catheter (PICC) line failures where the was a tear in the lumen, which caused the catheter to leak. All of the PICC lines were from the same lot # and were placed by the hospital PICC team over a four-month period. Patient verbalized that the white lumen of PICC leaking. Upon flushing the PICC, white lumen confirmed to be leaking. Provider notified, assessed the line and removed the PICC. Patient tolerated well, pressure dressing applied. Discharged in stable condition. Manufacturer response for PICC line, arrow double lumen chg PICC catheter (per site reporter). Hospital using a different vendor for PICC lines all together until we get more information back from the manufacturer.